Event description:
It was reported that, during a shoulder arthroscopy, the surgeon attempted to insert the speedscrew; however, the suture would not wind through the internal ratchet. There was a backup device available, which was used in the originally drilled bone hole. It is unknown if there was a surgical delay. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a isolated issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found - preoperative and operating procedures including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this system. - do not load the suture into the implant prior to insertion into bone. - ensure that the suture does not wrap around the inserter while screwing the implant into bone. - do not cross suture limbs inferior to the inserter shaft prior to inserting into suture eyelet. Do not over tension the suture. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) incorrect alignment during or after insertion. (2) excessive torque (3) inadequate tension distribution applied to cuff. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.